Event description:
It was reported that a synergy intraocular lens (iol) was explanted from the patient's left eye due to patient unhappy with quality of vision. This was replaced with a monofocal iol. There was no incision enlargement, vitrectomy, or sutures, performed or any prescribed medications to prevent permanent impairment. There was no patient injury, patient doing fine. Suspect product was discarded. No other information was provided.

Manufacturer narrative:
Section a2, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Best estimate of date of event is between may 3, 2024 and jun. 7, 2024. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.